Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The field service engineer (fse) evaluated the device. The reported condition was verified. The central processing unit (cpu) printed circuit board assembly (pcba) was replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. The cpu pcba was received for evaluation. Visual inspection of the returned component revealed no signs of damaged and contamination. The cpu cpba was installed to a test ventilator. The test ventilator was tested and the reported condition was verified. The product does not meet the specifications. The root cause was identified thepiezo buzzer (ls1) was failing due to the insulation resistance being out of spec at 268k¿ ohms. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had a backup alarm failure (1104). The ventilator was not in use on a patient at the time of the event occurred.